Event description:
It was reported that the patient noticed redness, swelling and puss around the device implant site. It was also reported after follow up with the doctor that an infection was confirmed. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the implantable recording monitor was returned and analyzed. No anomalies were found.